Event description:
It was reported that this pacemaker exhibited premature battery depletion. At a follow-up in (B)(6) 2019 the remaining longevity was 5 years; at the current follow-up, the longevity was 3.5 years. Device data was submitted to technical services for review. Engineering analysis confirmed the battery was depleting prematurely and device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service, pending a replacement procedure. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. At a follow-up in february 2019 the remaining longevity was 5 years; at the current follow-up, the longevity was 3.5 years. Device data was submitted to technical services for review. Engineering analysis confirmed the battery was depleting prematurely and device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service, pending a replacement procedure. No adverse patient effects were reported. Additional information was received that this device was explanted. No adverse patient effects were reported.